Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to implant an additional cuff due to recurring incontinence. There were no further patient complications reported.